Manufacturer narrative:
No allegation of product malfunction has been reported, no x-rays were provided to confirm the alleged event. Product remains in-situ. Product remains in-situ.

Event description:
On (B)(6) 2013 patient underwent an anterior cervical discectomy and fusion procedure at c4-c6 levels. One week postoperatively, the patient presented to the emergency room due to difficulty swallowing and swelling in the neck. Patient was taken to the operating room for evacuation of a hematoma.